Event description:
During baxter's eval it was found that a spectrum infusion pump had an overheated component on the input/output printed circuit board (I/o pcb). There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "overheated component on the I/o pcb" was observed during eval. The I/o pcb was replaced to correct this condition.